Event description:
The facility reported that during an ex fix procedure, the screw did not fit with the hardware. It was reported that the hardware could not be tightened during the surgery. A whole new set was used for the procedure. The surgery time was extended by 30 minutes.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed that there were no mrr, ncrs, or complaint-related issues with this lot.

Manufacturer narrative:
A manufacturing evaluation was conducted and the report indicates due to an unknown cause, the m7 x 1 - 6g and the m3.5 x 0.6 - 6g - lh threads exhibit signs of slight damage to the major diameters, on component p/n 390.051.5. The lot originally met the all requirements per the brandywine inspection document, and was processed per specification at the time of shipment. Due to the damage, measurements could not be taken. The material type met specifications.